Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. The recipient was successfully reactivated and resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing intermittent pain while using the device, due to thin skin. The recipient is reportedly experiencing electrode migration. Revision surgery is scheduled.

Manufacturer narrative:
The recipient reportedly experienced implant migration. The recipient's device was repositioned on (B)(6), 2024. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.